Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. The physician was unable cross the lesion and upon removal the shaft of the catheter broke outside of the pt. Another catheter was used to complete the procedure, no pt injuries or complications were reported.